Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026, due to an infusion set leak at the site, which led to hyperglycemia accompanied by symptoms of nausea and vomiting. The blood glucose level at the time of admission was 422 mg/dl. The patient was treated with intravenous insulin via pen. The length of hospital stay was approximately 2 hours. No further information available.